Event description:
Additional information. The patient had a lack of stimulation therapy. An overdischarge was confirmed, and 2 pmrs were performed to get the device out of overdischarge. After the pmrs the device came out of overdischarge, and it was able to charge normally. The patient was sent home to complete recharging the device to full. The reporter stated as far as he was aware this was the patient's first overdischarge event. A follow up appointment was scheduled for (B)(6) 2012 to clear the power on reset (por) following the pmr and to reprogram the device.

Event description:
Additional review determined that some of the information reported in supplemental MDR #2 involved a separate event. The following information relates to this event: it was later reported that the device had been moved from the hip to the stomach area. It was noted that the patient¿s implant site still got irritated at times when she charged.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lead model 39565-65, serial # (B)(4), implanted: (B)(6) 2009, programmer model 37743, serial # (B)(4), recharger model 37752, serial # (B)(4).

Event description:
It was reported the patient's stimulator pocket was uncomfortable, so the stimulator was moved from the patient's buttocks to the abdomen. During the revision it was discovered the stimulator was overdischarged, and as a result impedance readings could not be per formed prior to completing the surgery. It was unclear when the stimulator was last recharged. An appointment was going to be made to perform a physician mode recharge (pmr) in order to try to get the device out of overdischarge. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
It was later reported that the patient had not charged for a week and a half and the battery was dead. The patient was assisted with recharging and saw the reposition antenna screen, and it was noted that this indicated the battery wasn¿t dead. It was reported that the patient usually charged every 1-2 weeks. It was unknown if the device was in an overdischarge state, and the patient was instructed to go to her physician office and have the device checked. It was noted that the patient¿s implant site still got irritated at times when she charged.